Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. Literature citation: peng l, zeng y, wu y, si h, pei f, shen b. Radiologic restoration inaccuracy increases postoperative dislocation in primary total hip arthroplasty: a retrospective study with propensity score matching. Arch orthop trauma surg. 2021 nov 25. Doi: 10.1007/s00402-021-04263-7. Epub ahead of print. Pmid: 34821944. Objective/methods/study data: from 2017 to 2020, authors identified 76 (1.9%) patients who suffered postoperative dislocations from 3926 thas in their institution. The article does not identify device manufacturers for all the devices but is noted in table 2 that depuy stems were included in the study data for the dislocation cohort: qty 29 corail, qty 2 summit, qty 3 tri-lock. The article attributes the following factors as risks for dislocation (due to radiographic inaccuracies): the cup position (inclination and anteversion angles), hip offset (ho), leg length discrepancy (lld), and abductor lever arm (ala). The article does not identify which specific stems are noted to be associated with leg length discrepancy. The femoral head component is assumed to be depuy. The article does not identify device manufacturer for any of the acetabular components. Figure 1 and 2 are radiographic images of implanted devices to illustrate measurement methods but devices are not specifically identified within caption. Adverse event(s) and provided interventions : qty 76 dislocations - treated by open or closed reduction - the article reports "no patients received revision surgery for dislocation." Qty unknown leg length discrepancy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.